Manufacturer narrative:
E1: initial reporter phone number: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized on an unknown date for the event. At the time of this report, the patient was discharged from the hospital on an unknown date. The cause, laboratory test, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.